Manufacturer narrative:
Patient information - no patient injury reported, device malfunction occurred. Date of event - date of event requested from the customer but information not yet provided. Relevant tests / laboratory data - this section is not applicable as no patient injury occurred. Other relevant history, including preexisting medical conditions: this section is not applicable as no patient injury occurred. Suspect products - not applicable. Serial # - this section is not applicable as the medical device does not have a serial number. If implanted date (mm/dd/yyyy) - this section is not applicable as the medical device is not implantable. If explanted date (mm/dd/yyyy) - this section is not applicable as the medical device is not implantable. Reprocessor name and address - this section is not applicable as the medical device is not a single-use device that was reprocessed or reused on a patient. Concomitant medical products and therapy dates (excluding treatment of event) - this section is not applicable to this type of device. For use by user facility / importer - not applicable as we are not a facility or importer of device. If nd, give protocol # - this section is not applicable as the medical device is not ind. Adverse event terms - this section is not applicable to medical devices. If remedial action initiated , check type - this section is not applicable as no remedial action was initiated. If action reported to FDA under 21 usc 360i (f), list correction / removal reporting number - this section is not applicable as there was no action reported under 21usc 360i(f).

Event description:
Amplifier was very hot and a burn colour (brown) appeared on the back side.

Manufacturer narrative:
Investigation results & findings. No product was returned for evaluation therefore it was not possible to conduct an evaluation of the suspect product at this time. Without the actual suspect unit being returned for evaluation , the customer complaint could not be confirmed or disputed at this time. The investigation is being closed out on the basis of no product being returned for evaluation. This issue will be continued to be monitored. Complaint will be included in trending data for further review.

Event description:
Customer's amplifier became very hot and a brown mark, thought to be a burn mark, has now appeared on the back side, causing the nicolet one software to freeze when in use with the ICU monitor.